Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inquiry regarding this device battery was sent to technical services (ts). Ts reviewed the device data and confirmed that the device power consumption was increasing in a gradual fashion. The device was exhibiting premature battery depletion, and the device will not deplete to elective replacement indicator (eri) status within ninety days. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that an inquiry regarding this device battery was sent to technical services (ts). Ts reviewed the device data and confirmed that the device power consumption was increasing in a gradual fashion. The device was exhibiting premature battery depletion, and the device will not deplete to elective replacement indicator (eri) status within ninety days. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter name, last name, facility name, address, and phone number.

Event description:
It was reported that an inquiry regarding this device battery was sent to technical services (ts). Ts reviewed the device data and confirmed that the device power consumption was increasing in a gradual fashion. The device was exhibiting premature battery depletion, and the device will not deplete to elective replacement indicator (eri) status within ninety days. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter name, last name, initial reporter facility name, initial reporter address, initial reporter occupation, and health care professional field.

Event description:
It was reported that an inquiry regarding this device battery was sent to technical services (ts). Ts reviewed the device data and confirmed that the device power consumption was increasing in a gradual fashion. The device was exhibiting premature battery depletion, and the device will not deplete to elective replacement indicator (eri) status within ninety days. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that an inquiry regarding this device battery was sent to technical services (ts). Ts reviewed the device data and confirmed that the device power consumption was increasing in a gradual fashion. The device was exhibiting premature battery depletion, and the device will not deplete to elective replacement indicator (eri) status within ninety days. The device was subsequently explanted and expected to be returned. Should the device be returned, this investigation will be updated. No additional adverse patient effects were reported.

Event description:
It was reported that an inquiry regarding this device battery was sent to technical services (ts). Ts reviewed the device data and confirmed that the device power consumption was increasing in a gradual fashion. The device was exhibiting premature battery depletion, and the device will not deplete to elective replacement indicator (eri) status within ninety days. The device was subsequently explanted and expected to be returned. Should the device be returned, this investigation will be updated. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.